Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen and morphine via an implantable pump (for many years). The concentration and dose were unknown. The indication for use was not reported. It was reported that the pump was refilled on (B)(6) 2019. The pump was updated with a new reservoir volume of 20ml (according to the logs), and the dosage rate was unchanged. On (B)(6) 2020, the reservoir volume according to the reading of the pump was 15.5ml. Logs showed no discrepancy message between (B)(6) 2019 and (B)(6) 2020. Nevertheless, the patient experienced ¿sudden discontinuation¿ on the night of (B)(6) 2020. The patient experienced an abrupt increase in spasticity, pain, lack of efficacy/symptom return, and ¿abstinence¿. The catheter position was checked with an x-ray on (B)(6) 2020, and it looked fine/okay (progressed from the pump into the spinal canal to l3 / l4 level; unchanged from before). It was noted that elective replacement indicator (eri) on the pump was at 5 months. The hcp asked if switching to a new year [affected the pump]. No further complications were reported. Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the patient was treated with oral pain medication while they investigated the cause of the lack of efficacy. They were able to aspirate 0,8 ml from the catheter access port (cap). They injected dye during an x-ray which showed the catheter was working and in place. The patient then felt the effect of the pump and drugs, and the system was ¿working again¿. They believed a kink or a block of the catheter was the cause. They decided to replace the pump and the catheter anyway and did that ¿after two weeks¿.

Manufacturer narrative:
Product ID neu_unknown_cath ,lot# unknown, explanted: (B)(6) 2020. Product type catheter, product type catheter. (Explant date): date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative in response to a request for follow-up. It was reported that the pump and catheter were discarded by the implant center and thus were not available for analysis.